Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test properly. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump directional button was not responding. The customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated the button was unresponsive during an easy bolus attempt. Customer stated black mode was inactive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.